Event description:
Patient on 3100b high frequency oscillator with a filtered circuit. Per rt, the circuit was found broken at the tee between the dump and control valve assemblies. This has been a frequent problem with the filtered circuit on the 3100b. Sensormedics is aware of the problem.

Event description:
Patient on 3100b high frequency oscillator with a filtered circuit. Per rt, the circuit was found broken at the tee between the dump and control valve assemblies. This has been a frequent problem with the filtered circuit on the 3100b. Sensormedics is aware of the problem.